Event description:
It was reported that the patients pacing rate was lower than programmed. The patient is undergoing dialysis. Device testing on day of dialysis showed normal lead impendance, atrial fibrillation, but good thresholds, also a brief run of ventricular fibrillation after loss of capture. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.